Event description:
Laser hair removal skin burns. I have had many treatments without an issue. On 6/13 I had an apt (appointment) for laser - left leg hurt extremely bad with laser - I kept repeating how it never has hurt that bad before. No concerns from tech- asked if I wanted a stress ball. Then the right side was even worse. I strained so hard from the pain that I had blood vessels pop in my eye. I was advised no scarring would occur. I was told by the clinic it may be a machine issue, and waiting for a service/ maintenance appointment. I feel either the technician or the machine have faulted. Milan laser spa.